Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that eddy tip broke during treatment. Fragment could be removed from canal, root canal filled and treatment concluded. No injury occurred.

Manufacturer narrative:
Device not received for investigation. A DHR review was conducted with no discrepancies noted. Tooth was filled without fragment and treatment is concluded.